Event description:
It was reported to philips that the system could not boot up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not boot up. Upon troubleshooting, fse found the network connection error. Fse checked the network switch and found no dc (direct current) power. To resolve the issue, fse replaced the dc power supply module. The defective dc power supply was returned to philips for failure analysis and the cause of the dc power supply failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the dcps power supply by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.